Manufacturer narrative:
(B)(4). Review of lot f1720905, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynxgrip vascular closure, the patient developed an infection and there was persistent oozing. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. Multiple stick attempts were not required to gain intravascular access. Multiple sheath exchanges were also not required. Hemostasis was achieved with the mynxgrip vascular closure device, followed by 2 minutes of manual pressure; however, the patient went several times to the physician's office and emergency room for manual pressure holding. The infection was treated with antibiotic. The patient¿s hospitalization was extended. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient developed an infection and there was persistent oozing. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. Multiple stick attempts were not required to gain intravascular access. Multiple sheath exchanges were also not required. Hemostasis was achieved with the mynxgrip vascular closure device followed by 2 minutes of manual pressure; however, the patient went several times to the physician's office and emergency room for manual pressure holding. The infection was treated with antibiotic. The patient¿s hospitalization was extended. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1720905 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.